Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 405 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer suspended their insulin pump because they could not get their insulin pump to rewind when attempting to change the set. The customer was assisted with trouble shooting and found that the cannula was bent. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.